Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the unspecified procedure, the endoscopic image became green or blue. The user cycled the power of the subject device, and the endoscopic image became normal. The physician continued to use the subject device and completed the procedure. There were no reports of patient injuries related to this incident.